Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an abdominal infection. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event ¿for half a month¿. The patient was treated with intraperitoneal cephalosporin for the event (no further details). The patient was recovered and pd therapy was ongoing. No additional information is available as the reporter declined to provide further information.